Manufacturer narrative:
The onyx was not returned for analysis as it was used to complete the embolization procedure. The onyx instructions for use advises, "do not allow more than 1 cm of the onyx¿ les to reflux back over catheter tip." Please reference MDR 2029214-2017-00108 for the apollo catheter reported in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the apollo was in the desired position, the physician began injecting the onyx when the tip of the apollo prematurely detached. The tip remains in the patient. The patient was receiving avm embolization treatment with onyx. This was the third treatment of the avm. The vessel tortuosity was moderate and the access vessel was the femoral. The reported device and accessory devices were prepared as indicated in the IFU and the catheter flushed as indicated in the IFU. The tip was not shaped. There was no friction or difficulty during injection. There was no injection waiting time, the detachment occurred just after starting the onyx injection, and a minimal amount of the onyx had entered the patient when the detachment occurred. The physician did not pause during injection, it was continuous. The injection rate was low, but the exact rate is not known. There was minimal onyx reflux on the catheter. There was no force applied during removal, the catheter tip was not entrapped / stuck, there was no vasospasm, and there was no surgical or medical intervention required. The tip was left in the left mca which is where the avm was being treated. The same onyx was used to complete the procedure after the apollo was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.